Event description:
According to the reporter, during a laparoscopic procedure, the device alignment slot is discovered broken after use inside the patient cavity. To ensure that there was no component retained inside the patient cavity, an imaging is performed and confirmed that there was no fragments retained. There was a delay in the surgical time. The stapler was replaced with a new one to continue the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device alignment slot is discovered broken after use inside the patient cavity. To ensure that there was no component retained inside the patient cavity, an imaging is performed and confirmed that there was no fragments retained. There was a delay in the surgical time. The stapler was replaced with a new one to continue the procedure.

Manufacturer narrative:
Additional information: b1, b2, b5, b6, g3, h1, h6 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the lung lobe was to be cut and closed. The circuit nurse opened the closure device then device nurse installed the reload and handed it over to the operator. When the operator returned the used closure device to the device nurse, the nurse found that the black reload alignment slot in the head of the cutting closure was broken and could not be used further. The cut and closure could not be performed. The circuit and device nurses looked for fragments of the reload alignment slot, and immediately replaced the stapler with a new one, and used it normally. The surgery was delayed. After the operation, a chest computed tomography (CT) was taken to ensure that no fragment was left in the chest cavity, and the operation was finally completed.